Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per review of the software logs, the tracer pattern was not optimal for an accurate registration as the user traced on only one side of the patient's face and also traced over soft anatomy. The software functioned as designed. The instructions for use (IFU) that accompanies the device provides guidance and recommended pattern for tracer registration.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. On (B)(6) 2015 a medtronic representative, following-up at the site, confirmed that the procedure was not long and the patient's anatomy did not cause any difficulty in the procedure. When resecting, they completely missed the tumor in the inferior direction. The site has scheduled another surgery. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, on (B)(6) 2015, the surgeon alleged an inaccuracy occurred. The surgeon completed a surgery for a temporal posterior tumor resection and afterwards, during a post-op scan, realized that they had resected at an incorrect area. The post-op scans showed the re-section was below/inferior to the tumor site. The procedure was re-scheduled for (B)(6) 2015 and was completed successfully without issue. No specific measurement of the alleged inaccuracy, or further details, were provided.